Manufacturer narrative:
The manufacturer previously reported: "the customer reported that the unit failed the pre-test during the active exhalation verification test. No patient harm or injury was reported. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the active exhalation verification test. In conclusion, the device's 3-way solenoid & proportional valve was replaced to address the issue.

Event description:
A report was received regarding a device that failed the active exhalation verification test during a follow-up repair inspection. The device was undergoing service evaluation and was not in active clinical use at the time. The failure indicates that the exhalation function did not meet required specifications. No patient harm or injury was reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.